Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
Alleged failure: cib chandler, endo, shut off during case 3 times. Po: (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be power switch cable failure for shutting off and capture card failure for image loss. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image during procedure.